Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that "they" patient thought the implant was occasionally turning on and off on its own. It was unknown if there were any external or patient factors that contributed to the issue. The entire system was scheduled to be replaced the day of the report and the issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.